Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 7.5 cm diameter abdominal aortic aneurysm. The proximal neck was 17-20 mm in diameter and 50 mm in length. The left common iliac artery was 16-28-20 mm in diameter and the right common iliac artery was 17-19-28-24 mm in diameter. The right external iliac artery measured 10 mm in diameter and the left external iliac artery measured 8 mm in diameter. The proximal aortic neck angulation was greater than 70 degree. It was reported that during the index procedure, the stent graft intentionally landed low due to the length of the aortic neck. A proximal type I endoleak was not observed. During a routine follow up, approximately six months post implant, a proximal type 1 endoleak was observed. The patient has a severely angulated aortic neck. The physician decided to intervene and implanted an endurant cuff however, the endoleak did not resolve. The physician ballooned the endurant cuff aggressively and a palmaz stent was implanted. The proximal type I endoleak resolved. It was noted that at the end of the procedure a type ii endoleak was observed that was supplied by a branch off the right hypogastric artery. The type ii endoleak was left uncorrected. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label (neck angulation greater than 60 degree).